Event description:
A customer reported that a dull knife blade was observed during a procedure, the surgeon felt resistance and observed distortion of the cornea when applying pressure. The surgeon exchanged the knife and the incision was created without problems. There was no pt harm.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results. The sample was examined using 50x magnification and found to have a damaged tip (rolled over 180 degrees). The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. The exact root cause for the damaged knife is unk. Improvements have been made to the mfg process to reduce process variability and improved inspection methods have been added. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).